Manufacturer narrative:
While it is unknown if the device used in this case caused or contributed to the patient's symptoms, it is possible as allergic reactions to dental materials are known and reported, with medical consequences being dependent upon the severity of the individual allergic response and subsequent exposure to the same material. Therefore, this event meets the criteria for reportability per 21 cfr part 803. The device was not returned for evaluation. However, the lot number was provided and retained-product testing and/or DHR review have been requested. The results will be submitted as they become available.

Event description:
While a customer was using a com-fit plush mask cfp-3, they broke out in a itchy rash over their face. The customer had previously experienced an allergic reaction to another brand of face masks, and applied topical creams that they were previously prescribed to help combat the symptoms.

Manufacturer narrative:
Multiple unsuccessful attempts were made to obtain the device for evaluation.